Event description:
During a percutaneous coronary intervention, a cypher cjs28250 stent delivery system (sds) failed to cross the target lesion and the stent became flared at the proximal end. A minor dissection, which was not treated, also occurred. The procedure was being conducted on a male patient, age unknown the target lesion was a moderately calcified and slightly tortuous de novo lesion with 90% stenosis in the proximal and mid left anterior descending coronary artery. Predilation was conducted with two balloons; a 1.5 x 12 mm sprinter and a 2.25 x 15 mm quantum maverick but the cypher cjs28250 failed to cross the target lesion when the sds came out of the tip of the ebu3.5 launcher guiding catheter. When the physician retrieved with cypher from the patient, the stent became flared at the proximal end. While retrieving the entire system from the patient, the physician noticed that a dissection had occured. It is not known when the dissection occurred. The dissection was not treated as it was considered a minor dissection. But the procedure was postponed for another date.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation but has not yet been received. Additional information will be submitted within thirty days upon receipt.